Event description:
It was reported that the lead exhibited high capture thresholds and sensing anomalies. Noise was also noted. The patient experienced syncope and was pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.